Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited far r-wave oversensing causing inappropriate automatic mode switching (ams) episodes. Programming change was discussed. There was no patient consequences.

Event description:
New information received notes that programming change has not been made. The patient will continue to be monitored.

Manufacturer narrative:
Corrected information: h6 (device code) should have been added.

Manufacturer narrative:
Corrected information: h6 (device code- 1036), should be removed.